Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(4).

Event description:
The customer wanted support in retrieving the data and logs from a patient who died. The customer requested furthermore support in reviewing the logs and the gathered data if possible. A patient death has occurred.

Manufacturer narrative:
A philips field service support tech reviewed with customer how to pull log files from the bedside & central station. The logs provided by the customer were reviewed and do not contain information from the time frame during which the patient's death was reported to have occurred. The device remains at the customer site. No malfunction of the patient monitor was alleged or indicated. The available information from this report does not support that this issue represents a systemic, design, or labeling problem. No further investigation or action is warranted.

Event description:
The customer reports that a patient passed away while on a philips monitoring system; help was requested to obtain logs from the time of the patient's death. The customer did not allege any malfunction with the device, or causation of contribution of its use to the death.